Event description:
It was reported that there was early battery depletion and the device was at recommended replacement time (rrt). The device was explanted and replaced. The left ventricle lead was dislodged and measured somewhat low impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. The analysis found the battery depletion was normal. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. The time of recommended replacement time (rrt) in save to disk on (B)(6) 2011, with a voltage of less than or equal to 2.6251 volts. The weekly battery voltage trend data showed a minimum battery of 2.628 to 2.622 volts between (B)(6)-2011 and (B)(6)-2011. There was a patient alert for low battery voltage on (B)(6)-2011 02:15:00. (B)(4) the actual device was not received for evaluation. We did receive performance data. (B)(4) collected from the device and have analyzed the data. (B)(4) battery voltage - battery depletion indicated/eri. (B)(4) time of rrt in save to disk on (B)(6)-2011, device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.628 to 2.622 volts minimum between (B)(6)-2011 and (B)(6)-2011.1 - patient alert for low battery voltage on (B)(6)-2011 02:15:00. Pzp601031s normal depletion - meets expected longevity.